Manufacturer narrative:
Medical device problem code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -11.0/1.0/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2023 a replacement lens of the same length but different axis was implanted and the problem was resolved. It was additionally noted "the cornea is transparent except the incision. The aqueous fluid is clear. The pupil is round; light reflex positive and about 3.3mm. Icl is in appropriate position". "We were worried whether the first time operation will change the manifest refraction or not; so we gave another manifest refraction test of the right eye 1 week after the first surgery. And it is -9.50/1.50/175; changed compared to the first time. So we used the new refraction result for icl calculation. That's why the degrees of icl implanted in the second operation is different with the first time operation". The cause of the event was reported as unknown.